Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture ingress behind the display. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up # 1 date of submission 12/14/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/18/2016 with the following findings: during visual inspection of the pump, it was observed that there was moisture on the underside of the returned battery cap. Unrelated to the initial complaint, it was observed that the battery compartment was cracked. Also unrelated to the initial complaint, it was observed that the display screen was dim and discolored and the pump casing was cracked between the case seal and the display lens corner. A leak test was performed and failed due to the crack in the pump case. The pump was opened and there was moisture corrosion found on the transceiver board.